Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the clinic was unable to receive remote transmission from the implantable cardiac monitor. It was suspected that the device was unable to communicate with the merlin mobile application. There were no adverse consequences to the patient.